Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (275 mg/dl). The customer took a manual injection to stabilize bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared. It was indicated that the customer would use the pump until the replacement arrives and has insulin pens available as alternate insulin therapy.